Manufacturer narrative:
Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, the exact cause of the worsening regurgitation is unknown, however could be related to cardiac remodeling. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Three years post placement of a 23mm edwards sapien valve, the patient required the placement of a sapien 3 valve. A valve-in-valve-in-valve was performed, as a second sapien 3 valve was required due to the too aortic placement of the valve. Three years post placement of the sapien valve, patient returned with ai and the physician post dilated with a balloon aortic valvuloplasty (bav) twice during the last three years. The patient still had ai after these bavs, so he placed an edwards 23mm sapien 3. The valve landed 80:20 aortic/ventricular, more aortic than the physician felt was required so he placed an additional 23mm edwards sapien3. There was no regurgitation post placement of the first or second sapien 3 valve. The physician was satisfied with this placement and the patient¿s ai appeared better.